Manufacturer narrative:
The field service representative (fsr) verified that the batteries were replaced in july of 2021 so he cleared the message and will replace the batteries when appropriate. The batteries passed all testing and no issues were found. The unit operated to the manufacturer's specifications.

Event description:
It was reported that the unit displayed a 'you have exceeded the two year life of your battery. Please contact service for replacement' message earlier than expected. No other details regarding the nature of this event were provided.

Manufacturer narrative:
Per data log review: the log went back to (B)(6) 2022 and on that date the log indicated that the user was notified of the 'battery life exceeded' message. The notification likely started before this date. The log confirms the complaint.

Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.